Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2016 and (B)(6) 2016. The fse replaced the reader module. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on (B)(6) 2016, which appeared as visually negative, with a halo around the red blood cell button.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when testing a patient sample on a galileo echo instrument. The sample was from a patient with a known anti-e and the patient sample resulted negative on the echo.